Event description:
A surgeon reported that for five pts, six eyes, he noted "microgranular's" that are brown, dense, and distributed throughout the iol. He reported there were "no issues" with the pts' vision and was inquiring what long term issues the "microgranular's" could cause. In a follow-up, the surgeon reported the lenses remain implanted and there was no medical or surgical intervention performed. The surgeon indicated that an unapproved viscoelastic was used during the procedure. There are six medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 03/12/2012, 03/13/2012, and 03/23/2012 by phone, fax, and mail. A completed questionnaire was received on 03/28/2012. (B)(4).